Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through inspecting and cleaning the pump's cartridge area and attempted to resolve the issue by replacing the cartridge, but the error persisted with another cartridge. As a result, technical support decided to replace the pump and send goodwill cartridges, while the customer switched to a backup insulin therapy method using multiple daily injections. The pump was still under warranty, and the customer was instructed on how to properly store and return the malfunctioning pump to the company.